Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12604. It was reported, the pt lost stimulation coverage following a fall. It was also reported, the charger and programmer are unable to communicate with the ipg. An sjm rep attempted to troubleshoot to no avail. The pt plans surgical intervention to address the issue.